Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, litigation paralegal. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter has tilted, the filter has fractured and the structs have perforated the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed. Additionally, the timing and mechanism of the events is unknown. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter has tilted, the filter has fractured and the struts have perforated the wall of the inferior vena cava. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: date of report, PMA/510k, type of reportable event, and if follow-up, what type. Section event: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter has tilted, the filter has fractured and the structs have perforated the wall of the inferior vena cava. Additional information indicated that the patient also experienced stress, fear, mental anguish, worry and the patient is upset. The indication for the filter placement was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed infrarenally with good positioning. A computed tomography (CT) scans done eight months after the index procedure indicate that the struts were seen perforating the inferior vena cava. A computed tomography (CT) scans done five years and eleven months after the index procedure indicate that the hook of the filter was at the l2-l3 interspace. The superior end of the filter was tilted anteriorly and laterally. The inferior end of the filter was tilted posteriorly and medially. There was a complete fracture of a posterior/medial strut within the mid portion. The hook does not contact the inferior vena cava wall. The visualized struts of the inferior vena cava filter perforate the inferior vena cava. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without procedural films or post implant imaging available for review, the reported filter tilt, fracture and perforation could not be confirmed. Anxiety does not represent and device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis with pulmonary embolism. The filter was deployed via the right common femoral vein. The filter was placed infrarenally with good positioning. Computed tomography (CT) scans done eight months after the index procedure indicate that the struts were seen perforating the inferior vena cava. Computed tomography (CT) scans done five years and eleven months after the index procedure indicate that the hook of the filter was at the l2-l3 interspace. The superior end of the filter was tilted anteriorly and laterally. The inferior end of the filter was tilted posteriorly and medially. There was a complete fracture of a posterior/medial strut within the mid portion. The hook does not contact the inferior vena cava wall. The visualized struts of the inferior vena cava filter perforate the inferior vena cava. Additional information received per the patient profile form (ppf) states that the patient also experienced stress, fear, mental anguish, worry and the patient is upset. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to the filter has tilted, the filter has fractured and the structs have perforated the wall of the inferior vena cava. Additional information indicated that the patient also experienced stress, fear, mental anguish, worry and the patient is upset. The indication for the filter placement was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed infrarenally with good positioning. A computed tomography (CT) scans done eight months after the index procedure indicate that the struts were seen perforating the inferior vena cava. A computed tomography (CT) scans done five years and eleven months after the index procedure indicate that the hook of the filter was at the l2-l3 interspace. The superior end of the filter was tilted anteriorly and laterally. The inferior end of the filter was tilted posteriorly and medially. There was a complete fracture of a posterior/medial strut within the mid portion. The hook does not contact the inferior vena cava wall. The visualized struts of the inferior vena cava filter perforate the inferior vena cava. Approximately ten years and eight months post implant the patient underwent a complex dual access percutaneous removal of the filter using excimer laser. The procedural notes indicated that the removal was successful, balloon angioplasty was performed to treat residual peripheral scarring of the renal veins, the ivc was patent without evidence of contrast extravasation or narrowing. There was also a successful abdominal aortogram without evidence of arterial injury post filter retrieval. The patient reportedly tolerated the procedure well without immediate complication. The retrieved filter was sent for pathology, the pathological diagnosis, noted hardware consistent with an ivc filter, fragments of vessel wall and dense connective tissue with focal dystrophic calcification. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent and device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of deep vein thrombosis with pulmonary embolism. The filter was deployed via the right common femoral vein. The filter was placed infrarenally with good positioning. Computed tomography (CT) scans done eight months after the index procedure indicate that the struts were seen perforating the inferior vena cava. Computed tomography (CT) scans done five years and eleven months after the index procedure indicate that the hook of the filter was at the l2-l3 interspace. The superior end of the filter was tilted anteriorly and laterally. The inferior end of the filter was tilted posteriorly and medially. There was a complete fracture of a posterior/medial strut within the mid portion. The hook does not contact the inferior vena cava wall. The visualized struts of the inferior vena cava filter perforate the inferior vena cava. Additional information received per the patient profile form (ppf) states that the patient also experienced stress, fear, mental anguish, worry and the patient is upset. Another patient profile form (ppf) was received. It states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and filter embedded in the wall of the ivc. The patient became aware of these events ten years and eight months after the index procedure when the fractured filter was removed. Information received per additional medical records indicate that the filter was removed. The removed device was fractured with broken prongs held together by fibrous tissue. An inferior vena cava balloon venoplasty was done to treat residual ivc scarring identified post retrieval. There was also a successful abdominal aortogram without evidence of arterial injury post filter retrieval. Additional information is pending and will be submitted within 30 days of receipt.